Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision procedure as the cuff was not filling properly. During surgery, cuff malposition was confirmed; therefore, the entire device was removed and replaced. No patient complications were reported.